Event description:
During routine test of emergency power system, ventilator failed to utilize back-up battery power to retain doctor-ordered pt settings and reverted to factory settings. When ventilator memory was checked, it indicated the error occurred but the ventilator passed the extended self-test and power on self tests (indicating the battery was operational).